Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted that the customer did 3 volume accuracy tests. Functional tests included delivery accuracy testing. The delivery accuracy tests found the pump to be within the control limit specification of +/- 3% and well within the published specification of +/-6%. Test results were positive delivery and not negative delivery as per customer reported problem. Based on the evidence, the complaint was not confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump under delivered by 10.25%. It was not specified whether or not this occurred during infusion. It was also noted that the pump's screen had damage. No adverse patient effects were reported.